Event description:
It was reported that the pt underwent treatment of a 95% lesion at the bifurcation of the lad with a cutting balloon. A stent was then deployed in the area. The physician states that the stent was slightly undersized; he feels he should have used a longer stent. He lost wire position, but had noted a dilated area in the proximal area of the stent and unsuccessfully attempted to cross the area with several wires and balloons. He then crossed the stent with the ace catheter and inflated the balloon to 4 atms for 30 secs and then to 11 atms for 25 secs, at which point the balloon ruptured (rbp = 8 atms). He stated that the balloon would not go back into the guide, so he removed the guide and the ace catheter from the artery. In further attempts to remove the catheters, the distal 1/2 of the balloon sheared off and remained in the left femoral artery. Follow-up angiograms of the lad, which he believed was due to the ace balloon rupture. He indicated that he then believed was due to the ace balloon rupture. He indicated that he then dilated the area several times with two other balloons with good results. The pt was stable and had no ischemic symptoms in their leg. The pt went to surgery for left femoral exploration, removal of the intra-arterial balloon fragment and repair of the femoral artery. The physician indicated that the pt tolerated the procedure well. He currently feels well and has subsequently had negative thallium treadmill testing. The physician believes that the product performed as would be expected under the circumstances, but that he pushed the pressure higher than he should have.